Event description:
It was reported that the right ventricular lead sustained rib clavicular crush damage. The lead was explanted. The patient tolerated the procedure well.

Manufacturer narrative:
(B)(4).